Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix 360 failed, the second implant came out from the needle tip prematurely. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by reporter stating that the fast-fix device was found to have one implant in and one implant out. This issue will not contribute to serious injury, as there is no implant deployed into the patient. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in a short delay while that alternate device is obtained or an alternate treatment method is selected. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a meniscus repair, the fast-fix device failed, it had one implant in, and one implant out. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.